Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aortic neck angulation was 30 degrees. There was an aneurysm in the middle of the right common iliac artery, leaving a sealing zone of 10 mm. It was reported that an endurant (B)(4) was placed in the right common iliac artery and positioned at the internal iliac artery branch. A distal type I endoleak was present after the stent graft was deployed. They physician modeled the stent graft with a balloon, and the endoleak improved but did not completely resolve. The physician will monitor the patient.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (aneurysmal iliac artery and short seal zone). Conclusion: device failure/lack of effectiveness related to patient condition (aneurysmal iliac artery and short seal zone).